Event description:
A balloon catheter was used to successfully dilate a previously deployed wall stent in the subclavian vein. Upon withdrawal of the balloon catheter, it was noted the balloon material had detached in the pt. Follow up indicated the device had been advanced through multiple previously deployed wall stents upon advancement and withdrawal of the balloon catheter. Retrieval of the balloon material, which follow up noted appeared "chewed up" by the stents, was unevebntful. The dilatation was successful and the procedure was completed successfully at that time. The pt's condition is good. The device has not been received. Therefore, no failure analysis was available. It was indicated this device was used to expand another manufacturer's stent in the vasculature which is non-indicated use of this device. It was also indicated this device was passed through multiple stents. Co believe these factors contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lession of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended".